Event description:
The day after discharge from the hospital following the placement of (2) cypher stents to treat in-stent restenosis of a taxus stent, the pt returned with thrombosis of the proximal rca. It was treated with percutaneous transluminal coronary angioplasty (ptca) - however the pt is noted to be decreased. Exact cause of death is unknown.